Event description:
Importer ref. #: cc-cpl-2019-00778. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The reported issue regarding the software alarm has been confirmed by the logs provided. The log shows that the alarm was generated after a monitor and device restart during ventilation. According to the log file the breathing subsystem software had been locked in the wrong state. The breathing subsystem software that controls and regulates flow and pressure didn¿t go to ventilation state which leads to a mismatch between the two subsystems. No flow or pressure will be delivered when this failure occurs. The investigation of the returned replaced parts did not reproduce any errors, the parts are working according specification. This error is a software flaw. To prevent this issue from occurring, the software has been improved.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated a software alarm indicating a patient category mismatch between breathing and monitoring subsystems. There was no patient harm. (B)(4).